Event description:
It was reported the patient had been having a lot of complications with their device and they needed to have it checked. It was noted the complications had been going on since implant but they seemed to be getting worse. It was stated the patient had severe pain and was always throwing up, always nauseous and always in a lot of pain. The patient stated when their symptoms started to get worse it was a gradual change. Reportedly, the patient saw a gastrointestinal doctor the week prior to report and they stated the patient was in really bad shape and their device was not doing what it was supposed to for the patient. It was noted there were complications with the patient¿s implant surgery and they had to stay in the hospital for two weeks after implant. It was stated that after the patient was released they were told it would take a while because they had to do "a lot of extra stuff they didn't expect to do." It was noted over the past two months prior to report the patient stated it had gotten extremely worse and the patient was continually losing more and more weight. The patient stated they were always sick and always in a lot of pain that they shouldn¿t be feeling.

Manufacturer narrative:
Concomitant product: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).